Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Customer's blood glucose (bg) was elevated; however, the exact value was not provided. The cause of bg was unknown. Reportedly, customer used the infusion set for a minimum of 3 days, possibly more, and tandem technical support educated customer on infusion set labeling. Customer was treated with intravenous insulin drip and was released from the hospital on (B)(6) 2019 with no permanent damage.